Manufacturer narrative:
Investigation summary: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that insulin does not flow during use with a bd pen needle 31x5 5b ema. The following information was provided by the initial reporter: the complaint is coming from one of the diabetes patients living in (B)(6). The main complaint is about the 5mm bd micro-fine plus pen needles' quality. It is informed that once the pns are put on the insulin pen, the insulin does not flow through the pen needle which means that the patient can not get the proper dosage for the treatment. The patient also mentioned that there are several items in a box that led the same problem. That's why, he tried to reach out us to warn us about this problem. We have not communicated with the patient yet. That's why, we do not know, if he/she has any further problems.